Manufacturer narrative:
(B)(4). The valve was patent. The device did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. This damage precluded siphon, reflux and pressure-flow and preimplantation testing. It is unk how or when this damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was leaking.